Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited steadily increasing shock impedance measurements since implant. A high out of range measurement of 125 ohms was eventually recorded, however, subsequent measurements were within normal limits. Technical services (ts) discussed that this lead is a single coil lead, and it is not uncommon for the shock impedance measurements to be higher. Ts discussed the option of increasing the remote home monitoring alert trigger to 150 ohms and continue monitoring. No adverse patient effects were reported. This device remains in service.